Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented to the hospital with chest pain. The target lesion was located in the calcified and tortuous mid right coronary artery (rca). A 3.0x32mm promus element stent delivery system (sds) was advanced through the previously placed, patent taxus element stent in the proximal rca. However, the promus element sds was unable to reach the lesion in the mid rca and the device was removed. It was noted that the promus element struts were damaged and sticking out. A non-bsc device was advanced but it did not cross the lesion. A maverick balloon was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented to the hospital with chest pain. The target lesion was located in the calcified and tortuous mid right coronary artery (rca). A 3.0x32mm promus element stent delivery system (sds) was advanced through the previously placed, patent taxus element stent in the proximal rca. However, the promus element sds was unable to reach the lesion in the mid rca and the device was removed. It was noted that the promus element struts were damaged and sticking out. A non-bsc device was advanced but it did not cross the lesion. A maverick balloon was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).